Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the information available, titan touch was explanted because it was sporadically working on and off.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4084914. The most likely root cause of the event cannot be determined at this time. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the information available, titan touch was explanted because it was sporadically working on and off. Additional information received indicated the ipp pump component was repaired and repositioned on (B)(6) /2018. On (B)(6) 2018 the patient stated that he feels the pump is in a "better" position, as he no longer sits on it occasionally.